Event description:
Boston scientific received information that during device changeout, this implantable cardioverter defibrillator (ICD) exhibited high, out of range, shock impedance measurement with triad vector. When shock vector was programmed to rv coil to can, normal impedance measurement was obtained. Physician opted to leave programming that way. Subsequent information received that a low, out of range shock impedance measurement was detected via remote monitoring system. Ts advised physician to turn on daily and weekly checks and discussed possible causes of low oor sli. Additional information from the field representative indicated that the cause of the observation was not determined and the physician is not taking any action at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted for an unspecified reason and was returned for routine testing over four years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.